Manufacturer narrative:
A ge rep evaluated the system and found fluid in the p1 connector to the high voltage tank. The ge rep cleaned the connector. System operates as intended.

Event description:
Customer reported an over voltage error. No pt injury was reported.